Event description:
A malfunction alarm was reported, but there were no notable events before it occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer could continue using the pump and was advised to call back if any further issues arise.